Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: sometime after prophylactic placement of a celect-pt filter, the patient had hematoma and blood loss due to filter leg interaction with an artery. Open surgery to repair. Patient is okay and the filter is scheduled for retrieval. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. This is a known potential adverse event as described in the instructions for use. Vena cava perforation and vena cava penetration are listed as potential adverse events. A definitive cause could not be determined from the investigation. Possible causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). B3) date of event is between 05sep2025 and 30sep2025. D4) catalog# is unknown but referred to as cook celect platinum vena cava filter set navalign. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: celect platinum ivc filter was placed (B)(6) 2025 for upcoming surgery. Patient had hematoma and blood loss due to filter leg interaction with 2mm artery that crossed over the vena cava. Will retrieve filter in next two weeks. It was a femoral approach placement. Patient outcome: open surgery to repair. Patient okay and went on to have original surgery.